Event description:
It was reported that during post operative (op) exam, a patient presented with endothelial dystrophy after implantation of a preloaded toric intraocular lens (iol) in the right eye. Before the surgery visual acuity was 20/40 and after surgery it was 20/60. The patient had a refractive error. There was no incision enlargement, no sutures required. However, it was unknown if a vitrectomy was performed. There was no delay in procedure and no medication prescribed. Through follow up, it was learned that the issue is due to a preexisting condition and there was no damage to the cornea during the surgery related to the iol. It was clarified that the best corrected visual acuity bcva) pre-op was 20/40 and the post-op bcva was 20/60. The patient could not see near, hence, visual issue significantly interfered with the patient's daily activities. The lens is not available for return. No further information was provided.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 eye anatomy issue. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.